Manufacturer narrative:
Mml ref. # (B)(4).

Event description:
It was reported that the patient could not use the device for therapy. There was no report of patient harm or injury. The therapy manager troubleshot the issue with the patient and found multiple high impedances of the right lead and one electrode of the left lead. The patient was reprogrammed to unilateral stimulation until a revision surgery can be scheduled. The patient was satisfied with the settings. The patient underwent revision surgery to remove and replace the lead assemblies. The revision was successful with no report of patient harm or injury. The lead assemblies were returned and evaluated. The reported issue was verified. The analysis confirmed lead conductor fractures were the cause of the high impedance conditions observed with the percutaneous stimulation leads.